Event description:
It was reported that pump stopped delivering insulin and suspended insulin delivery, requiring customer to manually resume delivery. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.